Manufacturer narrative:
Investigation of the returned catheter revealed its tip broken off at approx. 2mm from tip end, or at the section of plastic polymer. Trace of pulling apart was seen on the breakage site, and crushing damage from round form to square form was seen at the breakage end of the plastic polymer as well as the exposed distal end of internal braiding. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. All the shipped products are inspected for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation of returned devices, it is inferred that the distal end of the catheter was trapped in the tortuous distal area of the vessel, manipulation abrasive resistance occurred, the tip was broken apart when the catheter was removed back due to the force exceeding the product design limit. IFU warning section describes: if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) Repeated insertion and withdrawal of this microcatheter may lead to deterioration of the hydrophilic coating. (Continuous use of this microcatheter with deteriorated hydrophilic coating may cause vascular damage. This may also increase the risk of trapped tip, and cause a damage of the tip.) And as possible malfunctions and adverse effects ; "separation".

Event description:
Reportedly, to treat the heavily calcified cto lesion at #6-#7 lad, a guidewire with subject catheter was advance by retrograde approach manner from rca, however when the guidewire and the catheter was advanced to septal vessel, advancement difficulty was felt with the catheter, so that the subject catheter was removed out and exchanged with other type catheter. However the exchanged catheter could not track over the guidewire because of the severe tortuousness of septal vessel, physician decided to remove the catheter and exchanged again with the subject catheter that had been removed and kept aside. During the advancement and manipulation, the tip of the catheter was broken, and the broken fragment flew into lad through collateral vessel and stayed in lad. The fragment was left in the vessel at the physician's discretion, patient was discharged the next day without complication.

Manufacturer narrative:
(B)(4)